Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient presented to the emergency room with low blood pressure and low heart rate. It was found that the right ventricular (rv) lead had intermittent loss of capture. The rv lead remains in use. No patient complications have been reported as a result of this event.